Manufacturer narrative:
B5: additional information continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: cable assy (B)(6) mvs interface, serial/lot #: rev. 3 : s/n (B)(6) h3, h6: a medtronic representative went to the site to perform a system checkout. The issue was confirmed. The interconnect cable was replaced. It was also confirmed that the ias configuration file was corrupted. The file was replaced with a backup. The system then passed checkout. Fdm b01, fdr c02, fdc d02 are applicable to the system checkout h3, h6: the interconnect cable was returned to medtronic for analysis. Testing was conducted and a short was found. The cable was not functioning as intended. Fdm b01, fdr c02, and fdc d02 are applicable to the interconnect cable analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the manufacturer representative stating that the customer thought the key was missing and was in the "locked" position, however a picture showed that the system was actually "unlocked". System would not startup or charge. The likely cause of the issue is that the interconnect cable was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the when the key is turned to the right position it does not power on the imaging acquisition system (ias). There was no patient involvement.